Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt's mother reported the pt has been experiencing elevated blood glucose of 300-400 mg/dl and she has been waking up with low blood glucose of 40-50 mg/dl. Her normal blood glucose level is 120 mg/dl. The pt changes her infusion site when her blood glucose is elevated and her boyfriend assists her in treating low blood glucose. The pt would not have been able to treat low blood glucose on her own. The pt has not experienced bent infusion set cannulas. She notices her blood glucose begins to elevate near the end of the first day of use. She uses the insertion device to insert the headset. She does have poor absorption in some areas. The alleged product was discarded. The infusion set was not requested to be returned for evaluation.